Event description:
During a tibial nail procedure, the surgeon was inserting the 8.5mm medullary reamer head through the bone canal. As the 8.5mm medullary reamer head passed the blocking screw, the reamer head broke. The broken fragment was not retrieved and remains in the patient's bone canal. Surgeon used another reamer head to complete the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.